Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed a portion of a guidewire; the entire guidewire was not photographed. A section of the guidewire was observed to be unraveled and elongated, indicating the core wire had broken. No details of the break site could not be discerned from the photograph. The tip of the guidewire appeared intact. Droplets of a clear liquid were observed on the surface around the guidewire. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the damaged guidewire. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that there was narrowing of the guidewire. After puncturing and inserting the guidewire into the needle, it was observed that it was more flexible and was not progressing. Upon inspection, the tip of the guidewire was narrowed and unusable. The procedure was continued with another catheter. According to the customer's report, when the guidewire was removed, it detached and began to stretch as if it were coming apart, requiring a new catheter to be opened to use the guidewire. The claim is that there was no harm to the patient. Additional information is that the patient was sedated, the vein was large, and the procedure was performed with a single puncture. At the time of the procedure, the fault was identified and the catheter was replaced. There was no patient harm, hospitalization, nor medical/surgical intervention necessary.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.